Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the photo showed a handle error on the screen. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigma procedure, all three green lights were initially seen by the scrub nurse. The device was then inserted into the patient by the surgeon and through the trocar. After the surgeon clamped the tissue, it did not release. The surgeon was able to open the reload as normal and remove it from the tissue and from the patient after realizing that only 2 green lights were lit. The scrub nurse noticed that after reloading the reload, the icon with the crossed-out handle on the screen was suddenly visible. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. The handle was received with the charge cycle limit having been exceeded. The photo received shows a handle error on the screen. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of cycle limit exceeded. That has no relationship to the reported condition. The cycle limit being exceeded will cause the handle error screen. If information is provided in the future, a supplemental report will be issued.